Manufacturer narrative:
On 9-jan-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was also reported that there was "bleed back through the valve" on the vizigo sheath. They stated that they were struggling to insert the catheters into the sheath before the leak was noticed. When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The resistance and leakage issue reported by the customer could be related to the dislodged hemostatic valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: small. It was also reported that there was "bleed back through the valve" on the vizigo sheath. They stated that they were struggling to insert the catheters into the sheath before the leak was noticed. When the sheath was replaced, the issue resolved. No patient consequences were reported. The hemostatic valve broke. It did not dislodge inside the hub nor outside the hub, it stayed intact but bled back through the middle from what I could see. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. No air entered the patient¿s body. No treatment required. Approximate volume of blood that was lost was maybe about 10-20ml. The resistant was between devices. They were unable to tell if there was damage to the sheath, it seemed as though damage when trying to insert pr from the beginning. No resistance with dilator, only catheters. The resistance did not result in any damage to dilator/catheter. The dilator/catheter/needle able to move within the sheath. The resistance did not result in high force to move catheter or in catheter slipping out of sheath. Nothing got stuck, just hard to insert. Resistance with sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable..

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).